Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a right ventricular (rv) lead implant procedure intended for left bundle branch (lbb) placement, the lead advanced forward and was suspected to have gone through the septum. This resulted in temporary asystole, as the patient had complete heart block. During the second attempt to implant this rv lead, the lead advanced through the septum once more. It was noted that there was no asystole the second time, as a temporary lead was added for back up pacing during the procedure. After this lead went through the septum twice, the physician elected to implant a rv lead on the low septum instead. This rv lead was removed, and a second rv lead implanted in the low septum successfully. No additional adverse patient effects were reported. This rv lead is not expected to be returned for analysis.